Event description:
It was reported that during a coronary stent procedure, the stent dislodged from the delivery device. The stent apparently came off of the delivery system while attempting to deploy. The physician was unable to retrieve the stent and it remains in the pt.